Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump switched off and on, and then off again without warning after a bolus. An error alarm was noted in the history.

Manufacturer narrative:
The pump was returned for a pump error. The formatted history file analysis confirmed the pump error due to a software error. The pump was also programmed and monitored, and no blank display, unexpected restart or unexpected reset was noted. The pump passed the functional tests. The pump had minor scratches on the display window, a scratched case, a broken belt clip rail, keypad overlay texture damage, a pillowing keypad overlay and a cracked keypad overlay at the select button.